Event description:
The clinician reported that nearly three months after the dental implant was placed, in the patient's mouth, failure of implant was verified. The implant was not completely covered with bone. Bone graft was performed and poor oral hygiene was involved in this event. The device was forwarded to the manufacturer for investigation. The patient experienced bleeding at time of failure, no further complications were observed.